Manufacturer narrative:
Summary of event: as reported, during percutaneous transluminal angioplasty of the right common femoral artery (cfa), two advance 18 lp low profile balloon catheter's balloons ruptured during inflation, prior to reaching nominal pressure, due to "a lot" of calcium. A 6-french cook sheath was used during the procedure, as well as an unknown inflation device. The lesion within the cfa was 98% occluded and very calcified. The balloons were never fully inflated, as they ruptured below eight atmospheres. The balloons were not inflated within a stent, and blood was not noted in the inflation device. The balloons were removed by themselves with no issue. The procedure was successfully completed with another manufacturer's device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawings, and quality control procedures were conducted during the investigation. A visual inspection of the complaint devices was also conducted. The used complaint devices were returned to cook for investigation. Both balloons leaked from a pinhole. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the lot. The product IFU states ¿in heavily scarred access sites, use of an introducer sheath is recommended.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s very calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during percutaneous transluminal angioplasty of the right common femoral artery (cfa), two advance 18 lp low profile balloon catheter's balloons ruptured during inflation, prior to reaching nominal pressure, due to "a lot" of calcium. A 6-french cook sheath was used during the procedure, as well as an unknown inflation device. The lesion within the cfa was 98% occluded and very calcified. The balloons were never fully inflated, as they ruptured below eight atmospheres. The balloons were not inflated within a stent, and blood was not noted in the inflation device. The balloons were removed by themselves with no issue. The procedure was successfully completed with another manufacturer's device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.